Manufacturer narrative:
Additional information: d9. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the handpiece intermittently activates when it is locked and no one is touching the device. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
It was reported that the handpiece intermittently activates when it is locked and no one is touching the device. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.